Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the or for normal eri generator change, unrelated to the lead. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead remains implanted. Patient was stable and will continue with routine follow-up.